Event description:
One touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of "320 mg/dl and 277 mg/dl" with the lifescan meter, performed within 10 mins of each other. No other treatment was rec'd. The customer care rep (ccr) walked the pt through 2 consecutive control solution tests and the results fell above the speciifed range (153, 155/105-142). The ccr walked the pt through another control solution test, using a different vial of test strips, and the results fell within range (118/95-128). The pt neither alleged harm nor experienced injury or medical intervention. Based on the failed qc tests, there is an indication that the test strips malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them.